Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced restenosis. The patient presented due to stable angina and myocardial infarction. The 75% stenosed and 30mm long target lesion was located in the left anterior descending artery (lad) with a reference vessel diameter of 2.25mm. This was treated with direct stent placement of a 2.25x32mm taxus liberte stent resulting in 0% residual stenosis. The circumflex was also treated with balloon angioplasty as it was too small for stenting. The patient was discharged the next day on aspirin and prasugrel. (B)(6) 2011 - the patient presented due to unstable angina. Coronary angiography revealed 70% focal stenosis in the mid left anterior descending artery. The patient underwent a coronary artery bypass graft including left internal mammary artery to lad, reverse saphenous vein graft (svg) to obtuse marginal and reverse svg to posterior descending artery. The event was considered resolved without residual effects.